Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got admitted due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer used manual injections to treat. The customer experienced symptoms such as a diabetic coma and paralysis on their right side. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported getting no delivery alarms that were not resolved by set changes, so they switched to manual injections as they were having highs. The reservoir will not be returned for analysis.